Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead was oversensing noise based on the electrogram, had previously measured an undefined pacing impedance of greater than 3000 ohms and triggered a lead warning and was now four days later measuring 0 ohms, and there was far-field r wave oversensing. Questionable atrial lead capture was also noted. The lead remains in use. No patient complication shave been reported as a result of this event.